Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI isp with 8fr groshong catheter for evaluation. Visual inspection noted two creases and one partial circumferential split on the catheter. The crease 5.1 cm distal from the cath-lock was smooth, while the crease 5.8 cm distal to the cath lock was jagged and worn. The partial circumferential split was smoothed and was slightly buckled inwards. Therefore, based on the smooth, buckled split the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two years and seven months post port implant, the catheter was allegedly clogged and a crack was identified when the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately two years and seven months post port implant, the catheter was allegedly clogged and a crack was identified. The device was removed. There was no reported patient injury.